Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a change sensor alert, a calibration error alert, high blood glucose levels, blood at the insertion site, and a bent sensor cannula. The customer's blood glucose level was 600 mg/dl. The customer was advised to monitor the issue and call back if problems persisted. Nothing was replaced or returned.